Event description:
New information noted that a replacement procedure for the pacemaker, atrial lead, and right ventricular lead occurred on (B)(6) 2020. The patient was also observed to have swelling, redness, hematoma, and wound dehiscence around the device pocket prior to the implantable cardioverter defibrillator system explant on (B)(6) 2020.

Manufacturer narrative:
Additional information: b5, e1, e3, h6.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-25226; 2017865-2020-25231. It was reported that a patient presented to the hospital on (B)(6) 2020 with dizziness and a pocket infection. The patient's pacemaker, atrial lead, and right ventricular lead were explanted on (B)(6) 2020. The patient was stable throughout.